Manufacturer narrative:
(B)(4). The customer's meter ((B)(4)) and strips (lot # 41594) were returned and product testing did not confirm the readings complaint. All results were within range specifications, the standard deviation was within specifications and no errors were observed during control solution testing. The readings reported by the customer are present in the meter's memory log.

Event description:
Customer reported receiving imprecise readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 435 mg/dl, 311 mg/dl, 244 mg/dl, and 139 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.